Manufacturer narrative:
(B)(4)

Event description:
Follow up information was received from the reporter. It was indicated that the reported issue occurred in the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported one case of suspected toxic anterior segment syndrome, fibrin and inflammation was noted. Additional information and product sample have been requested. No updates have been received at this time.

Manufacturer narrative:
The completed questionnaire was reviewed by the clinical analyst who stated the following: the surgeon reported one case of suspected toxic anterior segment syndrome (tass). The surgeon noted fibrin and inflammation were noted. The facility director stated that they do not know which item(s) could have contributed to the event. The surgeon suspected tass. The outcome of the event was noted as resolved with treatment. The patient was not hospitalized. The medications in use at the time include prednisolone acetate 1% every hour and prolensa every day on the left eye. The customer noted no unplanned medical intervention was required to treat the event. No unplanned surgical intervention was required to treat the event. In the surgeon¿s opinion if is unknown if the device caused or contributed to the event. The patient had a pre-existing ocular condition of amblyopia. The patient medical conditions included diabetes, hypertension, and thyroid disease. The wound integrity was intact. The duration of the case was eight (8) minutes. This was the tenth case of the day. No sequence of patient cases developed tass or endophthalmitis. The symptoms were noted 2-3 days post operatively. No cultures were taken. The surgeon suspected tass. Hypopyon and cells were noted. The instruments were sterilized with a pre-vac sterilizer at 270 degrees at 32psi for 5 minutes with a 4 minute dry time, the parameters are within recommended times and degrees. The autoclave was last service one week before the event. The water supply noted was reverse osmosis. No ultrasonic cleaner is used. The instruments are manually cleaned with a soft brush or instrument wipe to ensure residue is removed. No instruments are exposed to a washer sterilizer, enzymatic cleaner, or detergents. The tips and sleeves are removed before sterilizing. The reusable cannulas and handpieces (phaco, I/a, iol) are irrigated after surgery, during cleaning, and prior to sterilization with 30cc of water. The instruments are sterilized immediately after cleaning. No single use devices (sud) are reused. The handpiece and console have been used since the event. The most common causes of tass are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of iol or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. The phacoemulsification systems are closed systems. They are operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The customer noted they flush the phaco handpiece and the I/a handpiece with 30cc of water. The dfu recommends using 120cc of room temperature sterile, deionized water through both the irrigation and aspiration paths. The dfu also recommends using the same syringe to flush both ports with a minimum of 60cc of air. The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the dfus, aorn recommended practices, and the ascrs tass task force guidance document. There is no evidence that the design or manufacturing of the console or phaco handpiece contributed to the reported event.¿ product evaluation: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The pack lot specific to this event is not known. Therefore, lot history and device history record (DHR) reviews are not possible. A sample has not been returned for this complaint. The file will be processed for closure and opened at a later date if the sample is received. Prior to release of all pack lots, sterilization cycle parameters are verified for acceptability. The root cause of the customer's complaint is not known. With the information available to date, no evidence exists to suggest the pack contributed to the reported event. Viscoelastic review: all batches are released according to the required specifications. A lot code would be required for review of the complaint history and further evaluation. To date no complaint samples are returned for evaluation. As no sample was returned and no manufacturing related issues were identified, a conclusive root cause could not be determined. Based on an internal investigation opened, was advised to have an external consultant visit the concerning hospital for analysis and advise on preventive measures. Balance salt solution review: no sample or lot code was returned by the customer. Therefore, lot specific evaluation cannot be completed. A single, normal level particulate inspection and a level I is performed for every lot manufactured. This product is terminally sterilized and all sterilization cycles are reviewed before product is released. Primary incoming components are reviewed by quality before release to production. The root cause of these events cannot be determined. Betadine review: no lot code or sample provided. Intra lot trending performed for the past year indicated (B)(4) total complaints for tass. No sample was provided by the customer. Numerous products were used during surgery and specific product of concern is unknown at this time. Manufacturer was notified of previous complaints concerning tass over the past year. No root cause could be determined due to no sample being returned by customer. Prenisolone review: a patient exhibited tass symptoms and hypopyon after a procedure in which prednisolone acetate was used. A sample or lot code would be required for further evaluation. As insufficient information was provided for investigation, a conclusive root cause could not be determined. Consumer mishandling, consumer physiology, and unrelated events could not be eliminated as potential root causes of either condition. Insufficient information was provided for investigation or root cause analysis, no further action is required at this time. Based upon available information, the root cause cannot be determined conclusively. (B)(4).